Event description:
Reporter stated customer tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.75 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.